Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the closurefast catheter was used and at first ablation was able to be performed without problems, however, when performing ablation on the last compartment, a message of replacing catheter was displayed. (This message was displayed about 10 seconds after the start of ablation). The segment where the last ablation could not be performed, was removed surgically by stripping the vein. Physician then confirmed that there was no back flow in the part where ablation was performed, and there was no problem.

Manufacturer narrative:
Additional information: there was no medication prescribed post the vein stripping procedure. The patient is doing well. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis: the closurefast catheter was received for analysis. Visual inspection of the device revealed no kinks. There was no damage to the catheter connection pins noted. The catheter passed all functional and resistance testing. If information is provided in the future, a supplemental report will be issued.